Event description:
It was reported that, the patient, implanted in 1999, can no longer hear with his ci after having perceived a strange, crackling noise.

Manufacturer narrative:
The device has not been explanted. It is should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.